Manufacturer narrative:
(B)(4). Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.

Event description:
It was reported during the patient's ipg replacement procedure (normal battery depletion), the lead exhibited multiple high impedance values. Post-op reprogramming was unable to restore effective coverage. Subsequently, the patient underwent surgical intervention on (B)(6) 2016 during which the physician removed the tail end of the lead and left the paddle portion implanted. Additionally, a new lead was implanted which resulted in effective coverage.